Event description:
It was reported that the patients ipg was non-functional and patient was not getting a relief from the stimulator despite re-programming attempts. It was also reported that the patient developed an infection near the ipg site. Symptoms of liquid drainage from the lateral part of the ipg site and mild redness of the skin incision with small opening at the lateral end were noted. It was unknown if the infection was device related and nothing happened during the procedure which may have contributed to the infection. The patient was prescribed with antibiotics and will undergo a revision procedure. Additional information was received that the patient underwent a replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Exact date unknown, event occurred couple of months ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7077877/7075556.

Event description:
It was reported that the patients ipg was non-functional and patient was not getting a relief from the stimulator despite re-programming attempts. It was also reported that the patient developed an infection near the ipg site. Symptoms of liquid drainage from the lateral part of the ipg site and mild redness of the skin incision with small opening at the lateral end were noted. It was unknown if the infection was device related and nothing happened during the procedure which may have contributed to the infection. The patient was prescribed with antibiotics and will undergo a revision procedure.